Event description:
(B)(6) 2022 13:51:51 (gmt). Report 8 of 9. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there were instances of contamination. The following information was provided by the initial reporter: "customer reports approximately 8 instances of contamination. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2158875, medical device expiration date: 31-mar-2023, device manufacture date: 07-jun-2022. Medical device lot#: 2088621, medical device expiration date: 31-jan-2023, device manufacture date: 29-mar-2022.

Event description:
(B)(6) : 2022-12-13 13:51:51 (gmt). It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) there were instances of contamination. The following information was provided by the initial reporter: "customer reports approximately 8 instances of contamination. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details".

Manufacturer narrative:
H6 investigation summary: catalog 442023. Batch no. 2088621. Bd was unable to reproduce the customer¿s experience with bactec product. Retention/returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned good samples and batch history record review results. Several evaluations were performed to conclude that the bio-contaminant paenibacillus did not originated from bd manufacturing site. The autoclave process was evaluated. The moist heat autoclave is a process that uses moist heat as the lethal agent to render liquid and porous/hard goods items free from viable microorganism and relies on direct contact with saturated steam, which is water vapor in equilibrium with liquid water. The autoclave process is accomplished by the heat transfer from the steam to the load and by hydrating effect of the resultant condensate that forms due to the change in state from vapor to the lower energy liquid state. This phase change requires the transfer of the latent heat of the steam to the surroundings, thus heating the autoclave and its load. Bd cayey autoclave the products via moist heat. Initial validation had been successfully completed and the required requalification assessment has been performed accordingly maintaining the active and valid autoclaving cycle. Environmental samples were evaluated from bd manufacturing site for identification of bacterial species present at different locations within the manufacturing plant. The purpose of identifying these isolates was to determine if paenibacillus contamination originated from this location. After performing maldi testing none of the environmental samples collected from different locations within the manufacturing plant in bd cayey were identified as paenibacillus. Therefore, the bio-contaminant paenibacillus likely did not originate from the bd cayey, and there is no evidence to indicate that it would it have survived the autoclaving process of bactec bottles. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog 442023. Batch no. 2158875. Customer reported a paenibacillus contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Several evaluations were performed to conclude that the bio-contaminant paenibacillus did not originated from bd manufacturing site. The autoclave process was evaluated. The moist heat autoclave is a process that uses moist heat as the lethal agent to render liquid and porous/hard goods items free from viable microorganism and relies on direct contact with saturated steam, which is water vapor in equilibrium with liquid water. The autoclave process is accomplished by the heat transfer from the steam to the load and by hydrating effect of the resultant condensate that forms due to the change in state from vapor to the lower energy liquid state. This phase change requires the transfer of the latent heat of the steam to the surroundings, thus heating the autoclave and its load. Bd cayey autoclave the products via moist heat. Initial validation had been successfully completed and the required requalification assessment has been performed accordingly maintaining the active and valid autoclaving cycle. Environmental samples were evaluated from bd manufacturing site for identification of bacterial species present at different locations within the manufacturing plant. The purpose of identifying these isolates was to determine if paenibacillus contamination originated from this location. After performing maldi testing none of the environmental samples collected from different locations within the manufacturing plant in bd cayey were identified as paenibacillus. Therefore, the bio-contaminant paenibacillus likely did not originate from the bd cayey, and there is no evidence to indicate that it would it have survived the autoclaving process of bactec bottles. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.